Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. Technical services (ts) reviewed the reports and noted that the device was behaving as expected according to the rhythm ID feature. The device remains in use. No adverse patient effects were reported. Additional information was received which indicated that, the treated rhythm appeared to be atrial tachycardia. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed. No adverse patient effects were reported.